Manufacturer narrative:
(B)(4)

Event description:
It was reported that through holter monitoring, the device exhibited intermittent pauses in pacing due to noise. The rv lead parameters were stable and noise was not able to be reproduced with isometric testing. The patient was currently monitored by using a device program to detect intermittent oversensing.